Event description:
It was reported the pt had the system removed due to shocking sensations. The pt continued to experience a shocking sensation following the system removal. No further outcome was reported. Additional info has been requested, a f/u report will be submitted if additional info becomes available.